Manufacturer narrative:
Additional information received from the local field representative indicated that mv was turned off. The patient was discharged from the hospital the following morning. The physician also increased the frequency of the patient's remote monitoring transmissions to closely monitor the lead impedances. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced a syncopal episode and was hospitalized. The right ventricular (rv) lead epicardial lead was being used off-label as an abdominal implant and there was evidence of minute ventilation (mv) oversensing. There had also been an increase in pacing impedance measurements from 400 to 706 ohms. Boston scientific technical services (ts) recommended turning off the mv feature. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received from the patient indicated the device was explanted and replaced with another manufacturer's device. There was no indication that the epicardial lead had been revised.